Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue happened during planned treatment/non-emergency treatment and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that customer was unable to move c-arm once it was in the working position. Rse released the onsite workorder for further diagnosis. Upon troubleshooting, fse identified that the rotation movement was not working. Fse observed and found that the c-arm regained functionality after a reboot and longitudinal pot assembly need to be replace since that¿s correct for this particular system. One that accounts for the additional ceiling extension rails. Due to issues with the longitudinal pot, the longitudinal position calibrations were off, which made the system¿s c-arm temporarily not function because it thought there was a safety issue. Fse reboot the system and instructed the customer that temporarily not using the ceiling extension rails until the new part was received. If they don¿t move the c-arm onto the extension rails, the systems position calibrations won't get out of calibrations. Fse retorqued all the ceiling rail extension bolt, performed longitudinal pot calibrations and position calibrations, these were temporarily resolved the reported issue. After some days, fse replaced the longitudinal position pot and calibrated longitudinal position range, currents and performed multiple manual movements and automated positioning without errors which resolved reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm movements failed to respond. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.